Event description:
A malfunction alarm was reported, identified by a specific code that was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with information to reset the pump, successfully reset it without the issue recurring, and was advised by technical support to continue using the pump and to call back if the malfunction happened again.